Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up premature battery depletion was noted on the implantable pulse generator (ipg). It was noted the patient experienced a large number of atrial fibrillation (af) episodes which may be the cause of battery depletion. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.